Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
Package labeled quantity 10 only contained 9. Did not delay surgery over thirty minutes; surgeon opened new package. (B)(6) 2015 per rep: "the incorrect # of patties that was found happened during the initial count on the case before the patient was brought to the room. No, it was not intra-op. No there was no adverse consequences to the patient since it was caught before the patient was brought to the room."

Manufacturer narrative:
Upon completion of the investigation it was noted that the review of the device history records did not reveal any anomalies during the manufacturing process. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr was opened to retrain all the operators that had worked on this product and lot number. A training was conducted with the operators that produced this lot of product. The training was conducted to make operators more aware of this complaint and to better understand what can happen. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.